Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected pump errors noted during or noted on formatted history download file. Unit was received with cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had crashed. They were about to deliver a bolus when the insulin pump¿s screen went black and after two minutes, it came back on. They tried to bolus again but the device crashed again. They received a message saying the battery was bad so they replaced the battery. When they went to reset and load it, the device froze up. The customer was currently using their old insulin pump. The customer¿s blood glucose level was 386 mg/dl. Troubleshooting was performed. The customer could not perform a bolus on the insulin pump because they could not get out of the rewind process. The device will be replaced and returned for analysis.